Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra link meter was giving the error 2 error message upon test strips insertion. Troubleshooting reveals the meter was not new (out-of-the-box), the pt's testing technique was correct and the test strips were in good condition. The pt did not experience any symptoms of high or low glucose levels, and he did not seek any medical attention. The issue was not resolved with troubleshooting or a new vial of test strips. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the error 2 error message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.